Event description:
It was reported to philips that the system's host computer failed to boot up. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary diagnostic procedure was performed when the issue happened. The procedure completed by the same system. A field service engineer (fse) examined the system on-site and confirmed the host computer failed to boot. Upon troubleshooting fse found host pc failed to boot with 6 beeps indicating intermittent issue with internal video card. To resolve the issue fse replaced live video splitter. On 04sep2024 the issue resolved by implanted and the system was working as intended. The codes were updated based on the investigation outcome.